Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aneurysm is 50 mm in diameter. It was reported that the patient came into the ER with high blood pressure. A CT scan was done and it was found that the stent graft migrated approximately 2.5 cm and there was a proximal type endoleak. Per the physician the cause of the migration was due to neck dilatation. The exact diameter of the neck is unknown but larger than the stent graft. The physician implanted 32/32/49 endurant cuff proximally and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.